Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor lcd display screen is blank or black; will not power up) has been investigated. Upon evaluation it was discovered that a capacitor on the high voltage defibrillator board (c19) was damaged causing the capacitor to release electrolytic fluid throughout the unit. The electrolytic fluid caused shortages among several components on both the defibrillator and computer analog boards. The cause for the damaged capacitor cannot be positively determined. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that after he changed his battery his device would not power up. The patient was issued a replacement monitor.